Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: we received some imaging today for a patient. He had a tbe-24-80-pf inserted for a saccular infrarenal aneurysm in (B)(6) 2015. He is suspicious of a type 3 endoleak and plans to reline the graft with a body extension which all sounds reasonable. I have looked at the imaging and it does look like a type 3 but this is often difficult to prove on a non-dynamic study such as a CT. I have suggested to the local rep, that when he does the reline that he attempts to prove via angiography if it is a type 3 leak by direct injection inside the graft or perhaps even seeing if he can pass a catheter through the perceived defect. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. PMA 510(k): similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: based on the provided information, it was possible to confirm the existence of an endoleak although the origin is indeterminate and the cause is unknown. The provided cta imaging was performed approximately 2 months after implantation presenting the contrast in the aneurysm sac to be concentrated adjacent the left posterior graft fabric between the sealing and second stent bodies. Possible origins included a type iii transfabric endoleak, a type ia endoleak, or a type ii endoleak. The aneurysm neck morphology caused angulation between the sealing and second mainbody stents and pleating of the second mainbody stent. This increased the possibility of a type iii suture endoleak. Additionally, findings relative to the disease state were also observed, where the aneurysm neck was thickly calcified at the endoleak creating the possibility of a fabric hole from perforation or frictions. No exact evidence was found suggesting that the device was manufactured outside of specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: we received some imaging today for a patient. He had a tbe-24-80-pf inserted for a saccular infrarenal aneurysm in (B)(6) 2015. He is suspicious of a type 3 endoleak and plans to reline the graft with a body extension which all sounds reasonable. I have looked at the imaging and it does look like a type 3 but this is often difficult to prove on a non-dynamic study such as a CT. I have suggested to the local rep, that when he does the reline that he attempts to prove via angiography if it is a type 3 leak by direct injection inside the graft or perhaps even seeing if he can pass a catheter through the perceived defect. Patient outcome: unknown as information was not provided.